Event description:
Operator reports a large amount of water leaking from the internal water reservoir area onto the floor. Customer states there was not an issue with pt results prior to the leak and the analyzer is currently down. No operators were harmed. The field service representative determined the internal water reservoir level detector needed to be cleaned, which caused the leak. He cleaned the detector and performed performance tests.